Event description:
It was reported to philips that the system did not power on properly. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time the event occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Upon troubleshooting actions, fse found that the suite pc was not communicating with the system. Fse replaced the suite pc, fse tried multiple times to reload software, but it was failing to reload. Later nss assisted that the cause by the maquet table that was not allowing to load software. Fse identified that the suite pc, pdu control module and touch screen module were defective. The defective suite pc and pdu control module were returned for analysis, and for suite pc it was concluded that the suite pc was failed due to faulty hdd bay and for pdu control unit no failure was observed. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a field safety corrective action (2023-igt-bst-027). Fse replaced suite pc, pdu control module and touch screen module win7 license, sw pack, ssd os haswell, switch dvi and performed functional tests. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.